Event description:
It was reported that the patient was in an ambulance being transported to the hospital. The pump had been switched from medication to saline in 2012 due to a granuloma. Per the patient, the pump was currently delivering small shocks to her left leg. Another reporter stated that the patient was feeling shocking in her abdomen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient got a granuloma at the end of 2012. The hcp ran saline for 6 months and the patient was told that by (B)(6) 2013, she could have the medication put back into the pump. The patient was reluctant to do so at this time. The patient experienced pain while the pump was delivering saline instead of pain medication. The hcp told the patient that she had the highest concentration of medication, thus it was likely the cause of the granuloma. If the patient had medication put in the pump in the future, the hcp would have to use a different combination of drugs. A couple of months prior to this report, the patient felt a shocking sensation at the pump site. The paramedics and the patient's friend felt the shocking too. This currently continued to happen throughout the day. It was harder if the patient moved, sneezed, or put less pressure on it. The patient got shocks all over her body. It was noted that an x-ray and interrogation of the pump "didn't show anything". The patient also lost a lot of weight since she got her pump and the pump was no longer at the original location of the implant site. At the time of this report, the pump still had approximately 360 days of longevity. The device system was previously used to deliver baclofen, dilaudid and morphine.